Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) equipment coordinator that the patient noted that while the ac adapter was connected to the controller there was a power disconnect low priority alarm. The cord was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation despite multiple attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable or output connector. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.